Event description:
The customer reported to olympus, the ultrasound gastrovideoscope had an air/water leakage from the valve. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: a gap between acoustic lens and ultrasound probe and the acoustic lens was chipped and peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: due to a cut on switch 1, water tightness was lost; due to adhesive peeling on bending section cover, insulation resistance value at distal end did not meet the standard value; the acoustic lens was peeled; due to wear of angle wire, the play of upward/downward/right/left knob was out of the standard value; due to wear of knob wire, the forceps raising angle did not meet the standard value and the universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4 unique identifier (UDI) number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event likely occurred due to wear and tear from the user handling the device. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.